Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high and low blood glucose. Customer's blood glucose level was 540 mg/dl and as low as 35 mg/dl. Customer felt sick, their words slurred and they treated their high blood glucose via insulin pump. Customer later had low blood glucose and treated themselves with cookies. Customer underwent brain surgery at the hospital. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer was advised tubing clamps would be sent out in order to perform the high pressure test. Customer removed the infusion set and realized the cannula was bent. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.